Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 5 was overloaded with liquid medication causing the medication to spill. A field service engineer (fse) inspected the matrix drawer 5 had been overloaded with liquid medication, causing it to spill onto drawer mother board (moab). The customer unloaded the drawer and cleaned the spill. User were informed that a replacement part would be needed. Later, fse replaced the moab and configured, and the customer confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was not able to be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.